Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Pt reported having heard a sound inside the device can on (B)(6) 2013. During the f/u performed on (B)(6) 2013, normal operation of the pacing system was confirmed. The physician tapped the device and checked egm while the sound was made; no anomaly was observed. A re-operation will reportedly be performed on (B)(6) 2013. Preliminary analysis of programmer files dated (B)(6) 2013, did not reveal any anomaly.